Manufacturer narrative:
H6: codes b21 / c20 product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6) 2006: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 45-year-old male prisoner who was explored through a midline incision. What was thought to be an appendicitis actually turned out to be a perforated duodenal ulcer with right upper quadrant abscess. The patient postoperatively developed a large incisional hernia of the upper pole of the incision. The patient was taken to the operating room for repair.¿ implant procedure: repair with mesh. [Implant: gore® dualmesh® biomaterial, ni/ni.] Implant date: (B)(6), 2006 [hospitalization dates not provided] ¿ (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Anesthesia: general. ¿ wound classification: not provided. ¿ procedure: ¿the patient received ancef 1 gm IV. Under general endotracheal anesthesia, the abdomen was prepped and draped. Scds were used. The midline incision was reopened and the incarcerated bowel was taken down with sharp dissection circumferentially. The hernia defect measured 18 x 12 cm so a 20 x 15-cm dual mesh was used, gore-tex side down, marlex side up, placing it under the fascia. The fascia was circumferentially freed up from the underlying tissue with electrocautery and it was sutured with running 0 pds. The area was irrigated with ancef-containing solution. Subcutaneous tissue was closed with 2-0 vicryl after a drain was placed above the mesh and brought out through a separate stab incision in the right lower quadrant, a 10-mm jackson-pratt. Subcutaneous tissue was irrigated and the skin was closed with staples. The patient tolerated the procedure well and returned to the recovery room in stable condition.¿ ¿ implant sticker/record was not provided. ¿ pathology report not provided. Relevant medical information: ¿ (B)(6) 2010: [facility and physician not provided.] Procedure: open repair ventral hernia component separation placement of strattice. [Operative report was not provided.] Partial explant preoperative complaints: ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is a 55-year-old gentleman with a complex surgical history involving multiple ventral hernia repairs with both synthetic and biologic mesh. The patient eventually developed a mesh infection and a decision was made to take him to the operating room for mesh explantation. There was some concern for abdominal wall abscess as well. The alternatives, risks and benefits of the procedure were explained to this patient in detail and informed consent was obtained.¿ ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Anesthesia pre-op note. History: ¿the patient is a 55 year-old male well known to the surgical service here at university of (B)(6)hospital for history of multiple abdominal surgeries with mesh repair of subsequent incisional hernias. The patient presents from incarceration with concerns for increasing abdominal pain as well as drainage from his midline abdominal wound. The patient reports he has had drainage from midline abdominal wound for approximately 2 years time, unable to characterize amount of drainage. The patient reports that at times, it is bloody and at times, it is murky. The patient reports output increases when he drinks liquids. The patient reports he initially had drainage from 2 sites, however, approximately 2 weeks ago another site developed at the upper aspect of the incision. The patient states he is tolerating his normal diet. Denies nausea, vomiting, fever, chills, chest pain, shortness of breath, although patient states at times he does have some shortness of breath, which he attributes to his abdominal pain. The patient reports he is having normal bowel movements and passing gas. Upon review of incarceration infirmary notes, it appears the patient has increased his frequency of visitation to the infirmary complaining of abdominal pain.¿ partial explant procedure: 1. Exploratory laparotomy. 2. Extensive lysis of adhesions. 3. Partial explantation of mesh. 4. Small bowel resection and anastomosis. 5. Temporary abdominal closure. Partial explant date: (B)(6), 2016 [hospitalization dates not provided] ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Resident: (B)(6), md. Preoperative diagnosis: abdominal wall abscess, concern for enterocutaneous fistula. Postoperative diagnosis: abdominal wall abscess, concern for enterocutaneous fistula. Anesthesia: general. Estimated blood loss: 100 ml. Specimens: 1. Mesh. 2. Small bowel drains and packing. 3. Abthera for temporary abdominal closure. Complications: none. ¿ wound classification: not provided. ¿ procedure: ¿the patient was transferred to the operating room, laid supine and general endotracheal anesthesia was induced without difficulty. Scds were applied and functional prior to induction of anesthesia. Preoperative antibiotics, ancef and flagyl were administered. A timeout was carried out. The patient identifiers, indication for procedure, personnel and equipment. Were confirmed. The patient's abdomen was prepped with betadine scrub and paint in the usual standard fashion. We began the procedure making a small upper midline laparotomy incision. Dissection was carried down until the fascia was encountered. Dense adhesions were seen. With some difficulty, the abdominal cavity was accessed. Enterocutaneous fistula was identified. Two enterotomies were created on accessing the abdomen. However, these were released with extensive lysis of adhesions over the next hour and a half and it was found to be a single loop of bowel. We continued to release the fascia and the underlying adhesions. This continued for about 2 hours. Once adequate domain was established and we were able to establish the single loop of bowel was involved in the enterocutaneous fistula and the enterotomies, this was resected using a gia-75 staplers. Both loops of bowel were oriented in a side-to-side functional end-to end fashion and a common channel was created with an endo-gia stapler. The common enterotomy was closed with a ta 62 stapler. The mesenteric defect was closed with vicryl as well. We irrigated the abdomen and some of the mesh was explanted. At this point in time, decision was terminated to return to the operating room for further exploration to ensure that there are small areas of deserosalization having matured over the next 24 hours. Towards this end, the decision was made to temporarily close the abdomen. The visceral protective layer was brought onto the field and secured in the lateral gutters. The black sponge was applied, clear plastic dressing was placed on top and attached to auction and adequate seal was established. The patient tolerated the procedure well. Dr. (B)(6) was present for the entirety of the case.¿ ¿ pathology report was not provided. Explant preoperative complaints: ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Indications: ¿this is a 55-year-old man with a complex past surgical history involving multiple ventral hernia repairs with both synthetic and biologic mesh. He has developed an enterocutaneous fistula and secondary mesh infection and previously was taken to the operating room on (B)(6) 2016 for exploratory laparotomy and partial explantation of mesh as well as small bowel resection. An abthera temporary abdominal closure device was placed at that time and he returns to the operating room today for reexploration and emergency consent was performed secondary to the patient's incarcerated status and the inability to obtain informed consent from a surrogate decision maker.¿ explant procedure: 1. Exploratory laparotomy. 2. Explantation of previously placed synthetic and biologic mesh. 3. Lysis of adhesions for 40 minutes. 4. Placement of vicryl mesh for abdominal wall secondary reconstruction. 6. Secondary closure of the abdominal wall. 7. Application of wound vac. Explant date: (B)(6), 2016 [hospitalization dates not provided] ¿ (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Assistant #1: (B)(6), #2: (B)(6), md. Preoperative diagnosis: open abdomen after exploratory laparotomy for enterocutaneous fistula and infection of previously placed synthetic and biologic mesh. Postoperative diagnosis: open abdomen after exploratory laparotomy for enterocutaneous fistula and infection of previously placed synthetic and biologic mesh. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: explanted mesh. Complications: none. ¿ wound classification: ¿contaminated.¿ ¿ procedure: ¿mr. Wilson was identified in the trauma surgical intensive care unit and transported to the operating room suite. He was laid supine on the operating room table and general endotracheal anesthesia was induced through his existing endotracheal tube. Sequential compression devices were applied bilaterally and activated. The abthera device was removed, leaving the inner drape in place. The ventral abdomen was prepped with betadine paint and scrub and draped in the usual sterile fashion. After draping, a preoperative timeout was completed, again identifying the patient, planned procedure and other salient features of the operation. After completion of the preoperative timeout, the internal drape of the abthera device was removed and the abdomen was explored. Lysis of adhesions was performed to explore the right abdominal viscera. A previously completed small bowel anastomosis was identified and found to be entirely intact with no evidence of complication. Previously placed biologic and synthetic mesh was identified along with permanent suture along the right lateral and left lateral portion of the existing abdominal wound. This mesh was grasped with kocher clamp and sharply dissected free from the abdominal wall fascia and underlying small bowel. Lysis of adhesions to the mesh was sharply performed for about 40 minutes. The mesh was closely examined and found to be of synthetic material throughout much of the abdomen. Visible synthetic material was removed throughout the right lateral, left lateral and superior portion of the surgical wound, thereby explanting previously placed mesh in its entirety. The small bowel was closely examined for evidence of enterotomy during this process. None was found. Hemostasis was achieved with bovie electrocautery. We then turned our attention to secondary closure of the abdominal wall. The fascia was found to be intact and available for abdominal wall closure throughout the lower 30-40% of the wound and the upper 5% of the wound. The remainder of the midline laparotomy did not have healthy viable or present fascia to primarily close. Ethibond 0 sutures were used in an interrupted fashion to close the areas of fascia which could be closed using healthy tissue the remainder fascial defect was bridged with a 12 centimeter vicryl mesh which was doubled at the time of application. This was trimmed to fit the defect and was secured in place along the left lateral portion of the wound to the available fascia using a 2-0 pds suture in a running fashion. This was carried circumferentially toward the right lateral portion of the wound where the fascia was found to be retracted laterally. The mesh was secured to healthy fascia in this area. We then turned our attention to closure and debridement of the cutaneous flaps resulting from the lysis of adhesions and explantation of the mesh. The skin wound edge was debrided sharply with a 15 blade knife of devitalized skin. We then used 2-0 vicryl sutures to close in a deep dermal fashion. A deep layer of skin over top the vicryl mesh thereby approximating soft tissue linearly and abating much of the open abdominal wound. A wound vac device was then used to place an incisional wound vac over the exposed soft tissues. The skin was not closed primarily throughout secondary to the history of recent abdominal wall infection and concern for reaccumulation of abscess. A piece of mepitel was placed beneath the wound vac sponge over top the vicryl mesh and closed fascia. The wound vac was activated and suction was achieved. The patient was awoken from general endotracheal anesthesia and transported to the trauma surgical intensive care unit intubated.¿ ¿ pathology report was not provided. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a gore-tex® was implanted. The complaint alleges that on (B)(6) 2016 and (B)(6) 2016, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh revised due to recurrence and dense adhesions to the mesh. Mesh removed due to recurrence with bowel obstruction. Adhesions of the bowel to the mesh requiring the need for a bowel resection. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives. The following conclusions, have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed, the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions. No health consequences or impact. And will be closed as false claim. Previous patient codes were reported ,based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. Through gore's investigation we confirmed, the device was not a gore device. No further investigation is required at this time. The complaint will be closed, as a false claim. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies with or without mesh. These may include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility contamination. Which, may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma. And related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate, that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation . H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore,this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.